Event description:
It was reported that an alert of non-sustained lead noise due to t-wave oversensing was received via a merlin.net transmission. During a follow up, post-paced t-wave oversensing on ventricular lead was observed. The patient is asymptomatic. The low frequency attenuation filter was programmed on. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.